Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the original equipment manufacturer. The original equipment manufacturer (OEM) performed a manufacturing and quality control review for the affected lot and found no non-conformities or deviations related to the reported issue.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results. The reference device was returned to service center for a evaluation. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed, the device failed the probe check; ultrasonic level error code (u509). Both switches were checked and found both switches are functional. A visual inspection on the returned device was performed and found there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it has normal wear and charred marks, no metal exposed, no abnormality. The distal end of the device was inspected under a microscope and found a crack on the probe. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, service center was determined the cause for the damaged/broken probe is attributed to the probe coming into contact with a hard or metallic surface during activation.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on similar reports, this type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic hemi-colectomy procedure, the teflon pad from the grasping section of the device partially detached exposing metal on the jaw. An ¿u508¿ error code was observed on the generator. The generator settings were cut 2/ 1coag. No device fragments fell into the patient. There was no bleeding reported. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, it was reported that the devices and generator connections were inspected prior to the procedure with no anomalies found.